Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction but the se was not able to duplicate the alleged malfunction. The se replaced the graphical user interface (gui) to breath delivery (bd) cable as precautionary measure. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that the 840 ventilator had loss of communication errors while in use on a patient. The patient was not harmed or injured as a result of the event. The patient was removed from the ventilator and placed on an alternate ventilator.